Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood, and body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut.

Event description:
It was reported that the patient¿s right ventricular (rv) lead dislodged and was thought to have perforated into the pericardial space. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2013; addr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.